Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the implanting center due to driveline communication fault alarm with yellow wrench symbol, text information on the screen, and a beeping tone. The alarm was silenced for four hours by the patient by pressing the alarm silence button. Log files were downloaded, and the modular cable was exchanged. The primary system controller was also swapped with the backup controller. Visual inspection of the pump cable and modular cable connector revealed signs of corrosion with green coating on the contact pins. On (B)(6) 2025, the patient reported a driveline power fault alarm to the hospital. The patient came to the hospital for troubleshooting. While cleaning the contacts on the modular cable and controller connection, a controller internal fault alarm occurred. The controller was exchanged immediately as a brand-new controller was available nearby; after retrieving log files, the patient was discharged home on (B)(6) 2025 without active alarms.

Manufacturer narrative:
B5: describe event or problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of corrosion/green coating was not determined and the patient denied any abnormalities while using the device. The alarm was considered to be fully resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed evidence of corrosion within the modular cable inline connector that could have contributed to the reported driveline communication alarm observed in the submitted log files. A specific cause for the observed evidence of corrosion finding could not be conclusively determined through this investigation. The heartmate 3 modular cable, lot number 10605858, was returned in used condition. Small amounts of debris were noted within the threads, along the edge of the inline connector locking nut. Additionally, a film of green residue was observed around/within the pins of the inline connector. The remainder of the modular cable was unremarkable. The integrity of the wires in the returned modular cable was tested and the cable passed testing without any issues. The returned modular cable was connected to a mock circulatory loop. The modular cable was able to support the system without issues or alarms for an extended period of time, including when the cable was manipulated by hand. Although the reported alarms were not reproduced during testing, the observed evidence of corrosion in the modular cable and pump cable inline connections (refer to the pump investigation) could have contributed to the reported driveline communication alarms observed in the submitted log files. Provided information indicated that the modular cable was exchanged due to driveline communication fault alarms alongside the patient¿s system controller. The patient remains ongoing on heartmate 3 left ventricular assist system support, with no further related events reported at this time. The relevant sections of the device history records for modular cable, lot number 10605858 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU ¿alarms and troubleshooting¿ and section 5 of the patient handbook ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms. This section also provides the actions to take if the alarm does not resolve. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.